Manufacturer narrative:
Per the user guide, the resume insulin alarm will sound when the insulin delivery has been stopped for more than 15 minutes. Load refers to the process of removing, replacing and filling a new cartridge and infusion set. If starting from the home screen, tap options, tap load, tap fill cannula and then follow the instructions. Insulin delivery will be stopped and must be resumed upon completion. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not resume insulin delivery after the pump supplies were changed. Tandem technical support reviewed pump data and found that the customer received multiple resume pump alarms. Customer cleared the alarm; however, did not resume insulin delivery. Customer then changed the cartridge, but did not complete the fill tubing/cannula step and insulin delivery had not been resumed. Tandem technical support informed customer of the pump data. Customer acknowledged pump was functioning properly. Customer's blood glucose (bg) was 478 mg/dl and ketones were present. Infusion set was changed and correction boluses were delivered. Customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka) on (B)(6) 2019. Customer was treated with intravenous saline and insulin. Elevated bg/dka were resolved. Customer was discharged on (B)(6) 2019 with no permanent injury.